Event description:
Devilbiss healthcare received a complaint of "low pressure" involving a suction unit. There is no report of injury or medical treatment associated with the complaint. The unit was returned to devilbiss for evaluation. The root cause of the low suction condition was the umbrella valve having dislodged from the compressor cylinder. Devilbiss has an active CAPA associated with the valve/cylinder complaint.